Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and bradycardia. It was also reported that oversensing on stored electrograms (egm) during high rate episodes was noted on the right atrial (ra) and left ventricular (rv) leads. The ra and lv leads remain in use. No further patient complications have been reported as a result of this event.